Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare provider reported that during an intraocular lens (iol) implant procedure, an unspecified posterior capsule lens was implanted into the patient's eye, but was unstable, therefore it was removed. A sulcus lens was then implanted, but was also noted to be unstable and was removed. The provider reported the patient experienced a capsule tear and a vitrectomy was performed. The procedure was completed with an anterior chamber iol implanted. The provider reported the issues have resolved and the prognosis is good. This report is for the sulcus iol.